Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. Detailed analysis confirmed observation of inner coil fracture near is-1 terminal end. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that the right atrial (ra) lead was unable to be successfully implanted as it dislodged several times during attempt and exhibited helix extension issues. Device was returned and analyzed. No adverse patient effects were reported.